Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted nephroureterectomy surgical procedure, the monopolar curved scissors (mcs) instrument failed. The mcs instrument had been installed for multiple minutes and when the surgeon went to move it again, the elbow of the instrument was stuck at a 45-degree angle. The instrument release kit (irk) was unable to resolve the issue, and the entire cannula had to be removed from the patient with the instrument. Additionally, the customer had contacted and informed they had an mcs instrument get stuck in the cannula on universal surgical manipulator (usm) 3. The customer advised that the instrument wrist was curved to the left to the point where they were unable to get the instrument out of the cannula. As a result, the customer removed the instrument and cannula together. The customer was able to replace both items and continued the procedure as planned. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the mcs instrument and cannula were removed together because the elbow could not be straightened. The port site incision was confirmed to have been increased in order to remove the instrument and cannula together. A fragment did not fall into the patient anatomy as a result of the issue and the procedure was completed with no patient injury.